Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse confirmed that the unit had no pressure waveform with a mini-sim attached and when zeroing blood pressure, the waveform did not move. The fse replaced the front end board (0670-00-0668) and the unit now has blood pressure zeroing capabilities. The unit passes fiber optic calibration test within system diagnostics. Checked transducer calibrations and adjusted shuttle gain to back within specifications. Unit passes all functional, safety and electrical tests to factory specifications. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) could not get a pressure waveform. No patient harm was reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported that during use discovered by hospital personnel, the cs300 intra-aortic balloon pump (iabp) could not get a pressure waveform. There was no injury or harm reported.